Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery is depleting quickly and does not last more than one day. The contact stated the customer's blood glucose (bg) level was impacted on one instance where the pump battery died. The customer's bg level was in the 500s (mg/dl) and the customer was in diabetic ketoacidosis. The customer's blood pressure also became elevated and the customer experienced a massive heart attack. The customer was subsequently hospitalized. Although requested, additional information regarding the hospitalization event was not provided. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.